Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had pain at their ins site and stimulation in their neck while recharging. They were not sure if a fall may have caused this issue. The patient was scheduled to visit their healthcare provider's (hcp) office for evaluation. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they think something may have bent inside the recharger because the recharger is taking longer to charge. Patient says it takes about a half hour every day from 3/4 to full. They further report pain and burning sensation when putting the recharger on to charge. There is no redness. They still have some pain when the recharger is not on the implant and "its as good as it can feel". She states she is very thin and implant is close to the surface. Patient says that they had full coupling boxes and then later states the last four boxes were grey colored. The patient states the rep had checked the implant and everything looked fine and couldn't find any reason for the burning sensation and said there was nothing wrong. The patient said during that time the pain wasn't bothering them that much. Adhesive patches and holster seemed to help. It was further reported that the recharger antenna was damaged. Additional information was received from the manufacturing representative indicating that the patient came in for an evaluation and all impedances were within range and the system was intact. The patient was able to recharge and they are doing will and the issue seems to have resolved.